Manufacturer narrative:
The freedom onboard battery was returned to syncardia for evaluation. The customer-reported low capacity was confirmed during the system management (smbus) data review as the battery exhibited relative state of charges at or less than 16%. The battery was evaluated in accordance testing procedures and successfully passed all sections of the evaluations. Although the customer-reported issue was confirmed, the onboard battery did not exhibit a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4). Follow-up report 1 (1 of 3).

Event description:
The freedom onboard battery was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom onboard battery had a low capacity.

Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the freedom onboard battery was not supporting a patient. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Event description:
The freedom onboard battery was not supporting a patient. The customer, a syncardia certified hospital, reported that the freedom onboard battery had a low capacity.